Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure using the pre-close technique via a 6f sheath hole prior to a coronary interventional procedure. Reportedly, a bend was noted in the prostyle device after removing it from the vessel. The suture was successfully pre-placed. The sheath remained 6f and the coronary interventional procedure was completed. Hemostasis was not achieved with the prostyle device as the suture and knot were pulled out when user approached suture management with suture trimmer over the guide wire. A non-abbott device was applied over the guide wire but couldn't be deployed either. Hemostasis was achieved by manual compression. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.